Event description:
It was reported that the implant would not remain loaded on the inserter during surgery. The implant subsequently became lodged in the patient between the l4 vertebral body and the adjacent dura. The implant was retrieved. The patient reportedly complained of residual pain related to this incident, which as of six weeks post-op, is now mostly resolved.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Product development engineer did the visual macroscopic exam; functional check with corresponding part and measurements check. A functional check showed that the mating part would not attach to inserter. Dimensional analysis showed that the part was out of specification.